Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tube the stopper was difficult to remove. The following information was provided by the initial reporter. The customer stated: "the rubber stopper inside the cap is not being removed when the cap is removed by the automation. The colored plastic on the onside comes off so the automation thinks the cap has been removed and continues to process the sample. With the rubber still on the tube it then causes a probe crash when the sample gets to the testing analyzer."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tube the stopper was difficult to remove. The following information was provided by the initial reporter. The customer stated: "the rubber stopper inside the cap is not being removed when the cap is removed by the automation. The colored plastic on the onside comes off so the automation thinks the cap has been removed and continues to process the sample. With the rubber still on the tube it then causes a probe crash when the sample gets to the testing analyzer.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 03-mar-2023. H.6. Investigation summary: bd received 10 samples from the customer in support of this complaint. The samples were visually inspected with no issues being identified. 90 retention samples were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. 10 retention samples were draw tested with all weights being within specification limits. No issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. 20 retention samples were evaluated by functional testing and the issue of closure separation was not observed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Additionally, the ongoing investigation into customer closure separation (decapping) failures has made progress in the last few months. Bd performed a thorough investigation into this issue utilizing root cause analysis tools. Bd identified two potential root causes, and product was manufactured under different experimental conditions to evaluate the potential causes. The product samples were tested to verify key factors in production that may contribute to the separation of the cap from the stopper in automation lines delivering tubes to analyzers. During root cause analysis sessions and testing, bd identified our internal testing method for stopper function required improvement to better reflect the dynamics and forces seen at the decapping step in tube automation lines. This method has been released and continues to be tested in parallel with historic methods to verify effectiveness in replicating the field failures. To date it has been able to better reflect the performance seen at our customer sites and we are moving to fully validate it for use on our design specifications in the future. To date bd has not been able to identify a definitive root cause, but our r&d team will continue to investigate complaints for this defect. A complaint history review was conducted, and no trends were identified. Based on the severity and occurrence rate of this issue no corrective action will be taken at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.